Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max aspiration tubing. During the procedure, the physician noticed the aspiration tubing on/off switch was loose and the aspiration tubing was not used. The procedure continued successfully using new aspiration tubing. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: there was no visible damage to the penumbra system max aspiration tubing (tubing). The tubing was connected to the penumbra aspiration system and tested. There were no loose components along the tubing. The tubing functioned without issue. Conclusions: evaluation of the returned device revealed no damage or loose components. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.